Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7136825.

Event description:
It was reported that following their deep brain stimulation (dbs) implant procedure, the patient experienced cognitive challenges and difficulty walking. The physician suspects that these issues may be related to the placement of the leads during the implantation. The patient was later admitted to a rehabilitation center, where they are progressing well and showing signs of improvement.

Manufacturer narrative:
Correction to initial report in block: h11. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7136825. The leads (serial: (B)(6) and (B)(6)) were not returned for analysis as they remain implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaints, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that following their deep brain stimulation (dbs) implant procedure, the patient experienced cognitive challenges and difficulty walking. The physician suspects that these issues may be related to the placement of the leads during the implantation. The patient was later admitted to a rehabilitation center, where they are progressing well and showing signs of improvement.